Manufacturer narrative:
The pump was received with broken battery tube threads, cracked reservoir tube and minor scratches on lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump is cracked at the battery compartment. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.